Event description:
A malfunction was reported on the pump in july 2025, although the exact date was unknown. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.